Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure,three resolute onyx stents were implanted into the lad, r-pda and rca. Approximately 11 months post index procedure, the patient suffered nstemi. No treatment was provided. The patient recovered. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
Cec adjudicated mi as no event due to additional data/source documents received. The patient has a medical history of abdominal aortic aneurysm (aaa), and obesity. If information is provided in the future, a supplemental report will be issued.